Event description:
Hyperglycaemia [hyperglycaemia], accidentally placed a half-used cartridge into novopen. Therefore when he injected didn't receive any insulin [device failure], noticed lack of resistance [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a endocrinologist as "hyperglycaemia" beginning on (B)(6) 2019, "accidentally placed a half-used cartridge into novopen. Therefore when he injected didn't receive any insulin" with an unspecified onset date, "noticed lack of resistance" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with ryzodeg penfill (insulin aspart, insulin degludec) from unknown start date and ongoing due to "type 1 diabetes mellitus" (dose and frequency 40 iu, qd (30 units morning and 10 units at night)), , novopen (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", patient's height, weight and body mass index not reported. Medical history included type 1 diabetes mellitus (duration not reported), acromegaly, neuropathy peripheral. Concomitant products included - metformin(metformin), codiovan(hydrochlorothiazide, valsartan), pregabalin(pregabalin), duloxetine(duloxetine), magnesium(magnesium) , ostemol (non codable). Social history: lives with wife, independent for adls (activities of daily living), exercises daily. Treatment included - novorapid(insulin aspart), lantus(insulin glargine). Patient was on ryzodeg (degludec 70% and apsart 30%} 30 units morning and 10 units at night and was stable on this regimen for last 2 months from the time of reporting. On (B)(6) 2019 the patient presented to emergency room with hyperglycaemia secondary to malfunctioning insulin pen. The patient accidentally placed a half-used cartridge into novopen. Therefore, when he injected didn't receive any insulin. Felt like was not injecting. The patient noticed lack of resistance while using the novopen. Patient was feeling increasingly lethargic. No vomiting or loss of consciousness. It was reported that patient was eating and drinking normally throughout day. The blood glucose level in the afternoon was reported as hi (high). The patient was admitted to the short stay unit for overnight observation and management. The patient's ketone was 0.6. Ketones 0.6. Venous blood gase: ph 7.35, lac 1.74. It was diagnosed as hyperglycemia and hyperglycaemia, not honk/hhs. The patient was treated with IV fluid rehydration, insulin equivalent doses administered: 12 units novorapid stat, 7 units lanius stat. Bsls improved: initially 38, last bsl 13. Ketones improved: 0.6 -> 0.2. The blood examination showed mild aki (acute kidney injury). Corrected na 150 -> repeat corrected na 145 once bsls corrected. Urine osmolality was consistent with dehydration. It was reported that the patient otherwise remained well symptomatically improving and tolerating diet, mobilizing independently. On (B)(6) 2019 the patient's blood glucose was 13. Ketones improved to 0.2. On further discussion, it was determined that the patient was supposed to be on the disposable injectors rather than the refillable injector and was prescribed with correct administration device. The patient was subsequently discharged on (B)(6) 2019. Batch number is requested. Action taken to ryzodeg penfill was reported as no change. The outcome for the event "hyperglycaemia" was recovered. The outcome for the event "accidentally placed a half-used cartridge into novopen. Therefore when he injected didn't receive any insulin" was not reported. The outcome for the event "noticed lack of resistance" was not reported.

Event description:
Case description: action taken to ryzodeg penfill was reported as no change. Action taken to novopen was not reported. Investigation result: name: novopen, batch unknown: no investigation was possible, because neither sample nor batch. Number was available. Name: ryzodeg 70/30 penfill, batch unknown: no investigation was possible, because neither sample nor batch. Number was available. Since last submission the case has been updated with the following : the suspect product was changed from ryzodeg to ryzodeg penfill investigation results were updated as "no investigation was possible, because neither sample nor batch number was available." Manufacturer comment was updated. Narrative was updated accordingly. Manufacturer comment: 05-aug-2019: as the device (novopen) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(6). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary: name: novopen: no investigation was possible, because neither sample nor batch number was available.